Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. There was no reported impact to customer's blood glucose level.